Event description:
It was reported that, after a thr surgery, the plastic on the side of a polarcup trial insert nav 22/59 broke. Surgery was performed, without any delay, with the same device. As this happen after procedure patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, after a total hip replacement surgery, the plastic on the side of a polarcup trial insert nav 22/59 broke. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, the concerning risk is covered through the smith + nephew risk management file. Due to insufficient information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution and it is not possible to perform a review of past corrective actions. According to the document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. Should additional information become available, this complaint will be reopened.